Event description:
It was reported a change in battery voltage was observed.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6) 2018, a few weeks after the device had been explanted. The device was subjected to an electrical analysis. The analysis confirmed a depleted battery. The current consumption of the ICD was measured and found to be normal and as expected. Next, the amount of charge taken from the battery was verified. The battery condition was not as expected. Subsequently, the ICD was opened to inspect the inner assembly and check the functionality of the electronic module. Visually, no deficiencies were observed. However,the current consumption of the electrical module was directly measured and found to reelevated. The electrical module was then attached to an external power supply and the eos status was removed with a technical programmer to verify the ability of the device to deliver therapies. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. The specified energy level was reached. Further electrical investigations revealed that a low voltage capacitor of the electronicmodule was damaged, causing an increased current consumption and draining the battery.the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed that the damage occurred after the device shipment. However, the date of occurrence was not determinable based on the analysis, all therapy functions of the ICD were available while the device was implanted and in service.